Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that multiple high ventricular rate episodes were triggered on a hospitalized patient¿s device. Upon review, it was discovered that the episodes were due to noise on the right ventricular lead. No intervention was reported. There were no patient consequences.

Event description:
New information received notes: the patient was in the hospital due to chemotherapy.